Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence, pocket erosion and infection at the implanted device pocket site. The implantable cardioverter defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The ICD and right ventricle lead were explanted to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.